Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the failure of the electronic components related to the internal startup due to the aging deterioration because more than 5 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A biomed technician at the hospital reported that the monitor screen didn¿t work stably. Endoscopic image and menu list were not available. The customer also reported that the monitor worked properly after they turned it off for a while. The reported phenomenon occurred when the power switch was turned on/off at short intervals. This event occurred during three diagnostic cystoscopys performed from (B)(6) to (B)(6)2021. The customer replaced the device to a different device and completed the procedures. The procedure took longer than expected. There was no report of patient injury associated with this event.